Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information received from the field representative indicated that the cause of the out of range impedance measurement was the result of a medication change. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that a recurrent alert was detected for this ICD and rv lead system as it exhibited high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this implantable cardioverter defibrillator (ICD) system continued to exhibit high out-of-range (oor) shock impedances on the right ventricular (rv) lead. Subsequently, non-invasive programmed stimulation (nips) testing was performed, and the impedances were 145 ohms. The physician decided to continue to monitor the system/patient. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.